Manufacturer narrative:
The exact event date is not known. Section b5: the following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due to left leg deep vein thrombosis (dvt) and the concern for the patient bleeding. The patient had a history of spontaneous abortion, left leg swelling, pain, and redness. The patient also had a history of obesity, hypertension, narcolepsy, psoriasis, cyst of the ovary, and constipation. The patient has allergies to aspirin, ibuprofen, intravenous dye and oxycodone. Sometime post implantation of the filter, it was reported that the patient had an intramuscular hematoma which resolved in the right leg. The patient also had ecchymosis because of the hematoma. The patient also complained about abdominal pain. The patient underwent an abdominal ultrasound which showed a hemangioma of the liver. The also underwent an esophagogastroduodenoscopy (egd) which showed gastritis and a hiatal hernia at that time. The patient had an ultrasound of the pelvis which showed they had an anteverted uterus. It was also noted that the patient had a right neck intramuscular hematoma post filter implantation. Approximately on or about ten years and one-month post implantation, the patient underwent a computerized tomography (CT) scan. The report noted that the superior aspect of the ivc filter was located 1.3 cm inferior to the right renal vein. The filter is tilted to the left and its superior aspect contacts the left side of the ivc wall. All the ivc filter struts are noted to be outside the ivc. None of the ivc filter struts are definitively fractured. There are mild arterial calcifications. There was mild atelectasis versus scarring in the visualized portions of the lung bases. There were also degenerative changes of the bone. There was a low-attenuation lesion in the liver dome. The lesion measured 3.6 x 2.2 cm in maximal axial dimension. There was a small sliding hiatal hernia, mild to moderate colonic diverticulosis without diverticulitis, and a small umbilical hernia containing only adipose tissue. According to the information received in the patient profile form (ppf), approximately on or about ten years and five months post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of filter struts outside the ivc, and a tilted filter. The patient has suffered from pain due to the tilt and perforation of the vena cava from the ivc filter. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter perforated the wall of the inferior vena cava (ivc) and tilted. The patient has experienced pain due to the tilt and perforation of the vena cava from the ivc filter. The patient also experienced a hematoma of the right neck post implant. The indication for the filter implant was left leg deep vein thrombosis (dvt), failed outpatient therapy and a concern for bleeding. The medical notes indicated that the patient is problematic for bleeding and very sensitive to aspirin. The implant procedure notes were not provided. The patient had a history of spontaneous abortion, left leg swelling, pain, and redness. The patient also had a history of obesity, hypertension, narcolepsy, psoriasis, cyst of the ovary, and constipation. The patient has allergies to aspirin, ibuprofen, intravenous dye and oxycodone. It was noted that the patient had a right neck intramuscular hematoma post filter implantation. Approximately ten years and one-month post implant, the patient underwent a computerized tomography (CT) scan. The report noted that the filter is tilted to the left and its superior aspect contacts the left side of the ivc wall. All the ivc filter struts are noted to be outside the ivc. None of the ivc filter struts are definitively fractured. There is currently no additional information available for review. The product was not returned for analysis. The DHR could not be completed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Pain does not represent a device malfunction. A hematoma is a collection of blood beneath the surface of the skin usually as a result of tissue injury, this might include injections, such as with a procedure, bumping into objects or any other situation in where bruising might be the result. Given the patients history of bleeding issues, this even is most likely related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including but not limited to tilt and perforation of all filter struts beyond the wall of the vena cava. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including but not limited to tilt and perforation of all filter struts beyond the wall of the vena cava. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.